Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving baclofen (1200 mcg/ml at 56 mcg/day), dilaudid (20 mg/ml at 0.9 mg/day), and clonidine (200 mcg/ml at 9.8 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient's original catheter was cut during spine surgery on (B)(6) 2022. The hcp attempted to piece the cut catheter together without calling medtronic. This was not successful as the product on shelf was old 8596-sc and 8598-a and the patient had a 8780. The patient requested to keep their system so the hcp replaced the catheter on (B)(6) 2022. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022. Product ID: 8780, serial/lot #:(B)(4), ubd: 24-feb-2017, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.